Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the emergency room and was admitted to the hospital for observation and as a precaution. The patient's generator had swelled to the size of a softball with associated pain. It was reported that the patient was told that a vein may have been nicked and filled the pocket with blood. The site of the swelling was red. Ultimately upon observation, it was reported that they did not feel there was a serious injury underlying the swelling, and the observation was just in case it represented a nicked vessel. No interventions were taken. The swelling had significantly decreased around two weeks later. The physician does not believe that the swelling was associated with an underlying serious injury. No additional relevant information has been received at this time.